Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This pacemaker was implanted approximately 2 years ago, however it was indicated that the battery had one year remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was noted that the patient was in atrial fibrillation (af), but battery depletion appeared prior to af. Technical services (ts) recommended device replacement or re-evaluating the battery status in 90 days. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This pacemaker was implanted approximately 2 years ago, however it was indicated that the battery had one year remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was noted that the patient was in atrial fibrillation (af), but battery depletion appeared prior to af. Technical services (ts) recommended device replacement or re-evaluating the battery status in 90 days. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This pacemaker was implanted approximately 2 years ago, however it was indicated that the battery had one year remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was noted that the patient was in atrial fibrillation (af), but battery depletion appeared prior to af. Technical services (ts) recommended device replacement or re-evaluating the battery status in 90 days. This device remains in service at this time. No adverse patient effects were reported. Additional information received indicated that pacemaker was explanted and replaced. No additional adverse patient effects were reported. Furthermore, this pacemaker has been returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This pacemaker was implanted approximately 2 years ago, however it was indicated that the battery had one year remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was noted that the patient was in atrial fibrillation (af), but battery depletion appeared prior to af. Technical services (ts) recommended device replacement or re-evaluating the battery status in 90 days. This device remains in service at this time. No adverse patient effects were reported. Additional information received indicated that pacemaker was explanted and replaced. No additional adverse patient effects were reported. Furthermore, this pacemaker has been returned for analysis.